Event description:
It was reported that two weeks prior to the report, (B)(6) 2015, the patient began experiencing worsening symptoms on the right side of her body. Two days prior to the report it was suddenly unbearable. She contacted the surgeon the night prior to the report and was taken to the hospital on the day of the report. The patient¿s implantable neurostimulators (ins) were replaced on the day of the report due to one malfunctioning or losing efficacy rather suddenly. The doctor noted a steep decline in battery voltage from september 2014 to the day of the report, along with impedance issues. There were three bipolar electrode combinations with impedances over 4,000 ohms. The residual voltage seemed to be rapidly decreasing according to the doctor. No falls or traumas were reported and the cause of the event was not determined. Programming was done in september, january, and the day of surgery prior to explant, but the surgeon decided to replace both inss. The impedances were normal with the replacement inss and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the unknown neurostimulator found no anomaly. A known good lead was attached to a known good extension which was attached to the returned stimulator. The impedances were measured and all were normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID 37602, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_lead, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.